Event description:
Device report from synthes reports an event in columbia as follows: it was reported on (B)(6) 2022, when entering surgery, the doctor asked for a cortical screw 1. 5 l8 to put on the screwdriver but the screw did not have grip on the screwdriver, when checked, the screw did not have the star-shaped head for the screwdriver and was completely round, this was informed to the doctor that the screw was bad and therefore could not be used. This report is for one (1) cortscr ø1.5 self-tap l8 sst. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.